Manufacturer narrative:
Medical device lot #: 6272821; medical device expiration date: 10/31/2018; device manufacture date: 9/28/2016. Medical device lot #: 6245937; medical device expiration date: 9/30/2018; device manufacture date: 9/1/2016. Medical device lot #: 6245936; medical device expiration date: 9/30/2018; device manufacture date: 9/1/2016. Medical device lot #: 6147549; medical device expiration date: 6/30/2018; device manufacture date: 5/26/2016. Medical device lot #: 6147547; medical device expiration date: 6/30/2018; device manufacture date: 5/26/2016. Medical device lot #: 6061829; medical device expiration date: 3/31/2018 ;device manufacture date: 3/1/2016. Results: a sample was not returned for evaluation. 1 photo was returned by customer. Bd pas was unable to confirm customer incident by the photo. There were no related quality notifications for any of the lots referenced. All process and final inspections comply with specification requirements. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that bd vacutainer® plastic urine collection cup had containers that could not be fully closed causing leaks. No injury or medical intervention reported.